Event description:
Reportedly, the subject defibrillation system was successfully implanted on (B)(6) 2017 and the patient was discharged home on (B)(6) 2017. No adverse event was recorded in the 1 to 3 - month follow-up performed on (B)(6) 2017. No other follow-up was performed.the site reported on (B)(6) 2019 that the patient died on (B)(6) 2018 from unknown cause.preliminary analysis did not reveal any irregularity associated to the device.

Event description:
Reportedly, the subject defibrillation system was successfully implanted on (B)(6) 2017 and the patient was discharged home on (B)(6) 2017. No adverse event was recorded in the 1 to 3 - month follow-up performed on (B)(6) 2017. No other follow-up was performed. The site reported on (B)(6) 2019 that the patient died on (B)(6) 2018 from unknown cause. Preliminary analysis did not reveal any irregularity associated to the device.